Manufacturer narrative:
Additional information provided h.2 and h.6. Four photos were received for evaluation. Visual inspection of picture 1 showed a cassette product outside of its original packaging from part number and lot number. Picture 2 showed the front view of a cassette product. Picture 3 showed the top view of a cassette product. Picture 4 showed the pressure plate latch section; the sample was received without the blue clip and without white cap. No damages, kinks, cuts, occlusions, or any other damage detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions were taken. Corrected data: d3, g1, g2 email address: (B)(6).

Event description:
It was reported the disposable caused an occlusion alarm on the pump. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.